Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting off. The customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Bg was addressed via manual insulin injection. Customer reverted to an alternate method for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.